Event description:
One samples of ivenix administration set was returned for evaluation. The evaluation steps performed include 1) visual inspection, 2) installed the kit on ivenix infusion system machine and ran the primary bolus prime and secondary prime, 3) microscopic evaluation and 4) underwater leak test. No defects were observed during visual inspection. The gold foil were as corresponded to the specific code set-0032-25. During visual inspection it was also observed that the pump cavity was "1"; middle cavity was "1 cavity harmac mold" and user cavity was "3". Primary line infusion passed successfully and was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. Secondary prime was performed with new syringe 50 ml and the secondary line infusion passed successfully. Secondary line was tested with a set rate of 1000ml/hr and volume rate of 10ml. No leak was observed coming from the cassette and no alarms were replicated in the ivenix infusion lvp display. An underwater leak test was performed for verifying the liquid and air side areas of cassette and no bubbles were observed coming from unit. Microscopic examination was performed and did not reveal any defects with the welding of the cassette or with the diaphragm placement. The customer complaint is not confirmed. The disposable failures were not identified that would have created the reported defect. The current process controls detection include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line, 4) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: tubing set that was leaking from the cassette onto the floor. We are unsure of the leaking time. Infant had a chem strip checked and it was on the low end of acceptable. D10w was running at the time. A preliminary review of the logs identified the following issue: external set leak. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.